Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported that the avea unit screen went blank and will not show video. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: a vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. It was determined that the uim (user interface module) would not power up. As a resolution, uim (user interface module) was replaced and pm (preventive maintenance) done. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.